Event description:
New information received notes the asymptomatic patient presented with noise oversensing on the right atrial and right ventricular leads, resulting in inappropriate automatic mode switch, noise reversion episodes, and high ventricular rate. The physician capped and replaced both leads on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the right atrial and right ventricular leads were explanted in addition to being capped on (B)(6) 2020.

Manufacturer narrative:
A partial lead was returned in one piece measuring 21.2 cm for the reported event of noise oversensing. Visual examination found an external insulation abrasion exposing the outer coil at 17.7 cm to 17.9 cm from the connector pin that was due to friction to the device can. No conductor fractures or internal shorts were noted. The reported event was confirmed and attributed to the external insulation abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16678. It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead and right ventricular lead exhibited noise oversensing that led to inappropriate automatic mode switch, while the right ventricular lead also exhibited noise reversion episodes and high ventricular rate. The right ventricular lead noise was reproducible with pocket manipulation. No intervention was performed. The patient was in stable condition.